Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues when attempting to pair a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, resulting in pairing failure limited to the ilet; the user was guided to toggle settings, restart the ilet, and allow time for reconnection, and glucose levels later displayed on the ilet were unaffected. No adverse clinical symptoms reported. Outcomes included no change in therapy and no medical intervention. User support included product use review and customer technical troubleshooting. Investigation of this case revealed a pairing failure between the ilet and the cgm transmitter consistent with a communication issue, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was attributable to transient bluetooth communication disruption and user interface configuration, resolved through standard troubleshooting.